Event description:
It was reported that the device fractured. A 6f runway guide catheter was selected for use in a coronary angioplasty procedure. The runway guide catheter was noted to be fractured. No patient complications were reported.